Event description:
During closure, 2 suture needles broke during use: 3-0 vicryl suture needle and 3-0 prolene suture needle. All pieces were accounted for. This report will be on the prolene suture needle. Please refer to patient identifier (B)(6) for the report on the vicryl suture needle.